Event description:
It was reported that following an arthroscopic surgery on the right foot for a crush injury the pt presented with an open wound dehiscence. The wound was described as having a "soupy base with spitting sutures". Keflex and cipro were prescribed. Physical therapy was discontinued and the pt was instructed to use crutches. The pt was seen in 2002 and 3 days later for debridement of wound. The pt returned to the operating room 4 days later for primary closure.